Manufacturer narrative:
Complaint no: (B)(4). No sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have its port leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection confirmed the defect as physical damage, a circular cut and gouge in the inlet tubing around the inlet port connector. Based on evaluation findings, this condition was determined to have occurred during the manufacturing process due to misalignment of the tubing and connector during assembling process. Manufacturing inspection and maintenance controls are in place to mitigate the occurrence of this issue, specifically 100% vision inspection system to detect the presence of the inlet port cap/connector, in-process inspection and leak testing as well as 100% visual inspection to detect gross visible defects. Should additional relevant information become available, a follow-up report will be submitted.